Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as on the patient's left side and back. The irritation was red little dots. The patient advised she was allergic to nickel. Patient was prescribed cortisol cream by a physician. Follow up indicated that the irritation improved .

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as on the patient's left side and back . The irritation was red little dots. The patient advised she was allergic to nickel. Patient was prescribed cortisol cream by a physician. Follow up indicated that the irritation improved . Supplemental report (B)(6) 2021: submitting report to correct section g4.